Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. Battery pack (B) (4) had a damaged battery connector. The connector pin was so bent that the battery pack would not make contact with the battery charger. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs was not charging. He stated that it was in the charger all night and just would not work. The pt stated that the other battery pack charged fine. Support sent the pt a replacement battery pack.